Manufacturer narrative:
The device was received and the exposed portion of the soft cannula was kinked. It cannot be determined when or how this damage occurred. During the investigation, the bend did not prevent liquid from exiting the distal tip of the cannula. The data downloaded from the device did not show any signs of struggle during the run. No damages or defects were seen that would definitively cause improper insertion of the cannula. The root cause of the reported event could not be determined. The fluid path was inspected and no signs of leakage were observed. The cannula was clamped and ratchet gear spun, no leakage was observed. No other damages or defects were observed that could contribute to the reported event.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient¿s blood glucose level reached 17 mmol/l (306 mg/dl). The pod was worn between 4 and 24 hours on the hip/buttocks. It was noted that the cannula was bent and the patient was unsure if inserted properly into the infusion site. As treatment for the hyperglycemia, a pen correction was administered.